Event description:
Info received indicates when housekeeping plugged the bed in, the head section would rise by itself.

Manufacturer narrative:
The tech replaced the right siderail ucm board to repair the bed.